Event description:
It was reported that a medex¿ medflator from a medex kit - custom cardiology/ coronary - had high pressure lines that were tight. Customer noticed this disadvantage when filling, when actually used with high pressure. No adverse health events reported.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Two used high pressure lines were provided for evaluation. Functional testing was performed. Free-passage testing was performed, the lines were pressurized while connected to an air gauge, and air blockage was observed. Using microscopic inspection, it was determined that both lines were blocked at the rotatory, which confirmed the reported complaint. As this component is a supplied item, to which smiths medical makes no changes to during manufacture, the sample devices and a notification with associated complaint details were sent to the supplier of the component. The supplier investigation found the observed blockages to have been caused by excess bonding solvent applied at the rotary during the manufacturing process, which was not drained during final assembly. The root cause to the reported issue has been attributed to a supplied component manufacturing issue.